Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eg-2990i. In the event reported, the user stated there was no video image. The event timing is in the procedure room during pre-procedure inspection. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical issued RMA 10156004 for the device to be returned for further evaluation. The device is currently pending return to pentax medical service facility for further evaluation. On 07-jan-2022, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 14sep2007 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Evaluation summary: the cause is that the cable breaks due to repeated use. The device has been repaired.